Manufacturer narrative:
The explanted lead was expected to be returned for analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the implant procedure, the helix on this right ventricular (rv) lead would not extend when the lead was positioned. The terminal tool was rotated one turn per second as recommended without success. Lead measurements were attempted, but pacing threshold measurements were high, noise was noted, with no pacing observed, and the impedance measurement was greater than 3,000 ohms. The lead was removed and another lead of the same model was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.